Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Manufacturing date was unavailable at the time of filing. Functional and visual testing was performed on the returned instrument. The returned clamp was found to have debris in the adjustment screw and the screw was slightly bent.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the spine clamp was unable to be tightened all the way. There was no patient present.